Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV," "lymphadenopathy," and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lymphadenopathy, and seroma-late.

Event description:
Patient reported right side "suspected contracture grade IV." Patient later reported "peri-prosthetic fluid", "suggestive of rupture" and "axillary lymphadenopathy of the inflammatory type." The device has been explanted.